Event description:
It was reported that the seal of a trocar broke into pieces and fell into the pt during a right shoulder arthroscopy. All pieces were reported to have been removed. There was no change in the pt's treatment nor was any extended time in the operating room required.

Manufacturer narrative:
The device was not returned to the MFR. A f/u report will be sent if the device is received.